Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation with an unknown mentor breast prosthesis. Capsular contracture on the right breast was identified. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 325 cc saline breast prosthesis on (B)(6) 2006.